Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted due premature battery depletion (pbd) resulting in pacing inhibition and inability to interrogate the device. The physician reported that the estimated battery longevity dropped from 2.5 years remaining to 1 year remaining in less than 6 months timeframe. Upon recheck 4 months later, unable to interrogate the device. A new device was successfully implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned for product analysis.

Manufacturer narrative:
This report is being submitted due to a correction in the device date of implant. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted due premature battery depletion (pbd) resulting in pacing inhibition and inability to interrogate the device. The physician reported that the estimated battery longevity dropped from 2.5 years remaining to 1 year remaining in less than 6 months timeframe. Upon recheck 4 months later, unable to interrogate the device. A new device was successfully implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned for product analysis.

Event description:
It was reported that this pacemaker device was surgically explanted due premature battery depletion (pbd) resulting in pacing inhibition and inability to interrogate the device. The physician reported that the estimated battery longevity dropped from 2.5 years remaining to 1 year remaining in less than 6 months timeframe. Upon recheck 4 months later, unable to interrogate the device. A new device was successfully implanted. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned and product analysis complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker device was thoroughly inspected and analyzed. Visual inspection noted no anomalies. Review of device memory noted no suspicious faults or codes. There was no safety mode signal observed on the oscilloscope, and that critical therapy remained available. Device diagnostics were performed and confirmed power levels were stable, and performance of pacing, sensing, and recording functions of the device where as expected. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.